Event description:
A saf-t holder device was being used to collect blood. It was attached to a PICC [peripherally inserted central catheter] line when the connecting piece into the lumen broke of and was stuck in the patient's cvc [central venous catheter] lumen. The ref # of the device used was 960005. Lot # 6089867 expiration date 02/27/2030.